Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during placement of a midline the introducer did not split correctly. No patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel is confirmed and was determined to be manufacturing related. One 4.5fr microintroducer sheath and two powermidline catheter kits were returned for evaluation. An initial visual observation revealed the microintroducer t-handle was split in half. The sheath was observed to be detached from one half of the t-handle and biological residue was observed within the sample. A microscopic observation revealed the t-handle of the implicated sample was improperly split and a distinct ring of material was observed on one side of the t-handle. The other side of the t-handle had some void areas where the sheath was originally attached to. These findings suggest the improper peel of the microintroducer sheath was likely caused by inadequate enveloping/bonding of the sheath to the t-handle during the manufacturing process. The powermidline catheter kits were returned unopened and were observed to have the same batch number as the implicated microintroducer. A functional test of splitting the microintroducers in the unopened kits revealed no issues with the t-handle or the sheath of both kits. The microintroducers from the unopened kits were observed to have a mostly even split with no remarkable features under microscopic evaluation. The reported event was found to be part of a known issue. The manufacturing facility has been notified of this issue, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.